Event description:
The customer reported that the 9900 system had no image during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board was replaced and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.